Event description:
The device was used for off-pump CABG. After clamping the aorta with an enclose ii, the surgeon cut the aorta with a scalpel, and then he found that there was a dissection in the aorta. The surgeon looked at the dissection from the spot where he made the cut, but did not know where the dissection occurred: at the spot where he cut, at the spot where the device was introduced, or at another spot. Finally, the surgeon replaced the ascending aorta with an artificial vascular graft on pump. There was not an epi aortic echo at this hospital, but the surgeon thought that the aorta was not too calcified. The surgeon reported that he introduced the lower jaw of the device into the aorta at an angle of less than 45 degrees and in the direction of a short axis. The surgeon and the cmi sales rep made sure that there was no defects with the device. Cmi sales rep reminded the surgeon to introduce lower jaw at an angle of more than 45 degrees. The device was not returned. The patient was in good condition after the procedure.

Manufacturer narrative:
The incident was reported to another country's ministry of health.